Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system delivered two inappropriate shocks over two episodes. The patient was noted to be washing dishes and sleeping at the time of the delivered shocks. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks over two episodes. The patient was noted to be washing dishes and sleeping at the time of the delivered shocks. Device data was sent to technical services (ts) for review. Data review indicated a possible issue with the sense b node. Additional information was received that this system delivered another inappropriate shock. An x-ray was completed, however the system seemed to be properly connected. Ts then provided further troubleshooting options. This system remains in service. No adverse patient effects were reported.